Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). "The balloon doesn't wither customer complaint (B)(4)."

Manufacturer narrative:
After three unsuccessful attempts to get more details regarding how the catheter was finally removed in order to make medical determinations, and in order to err on the side of caution, this case is being deemed a malfunction as we have no info that any harm was caused to a pt. In addition, it was stated that no harm was incurred. We determined, however, that a recurrence of this malfunction would likely lead to a serious adverse event because, in some past cases, pts have had to undergo an invasive medical procedure in order to deflate the balloon and remove the catheter from the bladder. The product(s) noted in this case is/are not used for treatment or diagnosis. (B)(4).